Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had drawer failure which in turn caused a power failure immediately after drawer recovery. The field service engineer (fse) replaced pyxis module controller (pmc) and the drawer controller board and slides and tested in hardware test application (hta) to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed repeatedly which triggers an alternating current power failure message immediately after drawer recovery. The customer stated unit then reboots automatically each time. However, there were no delays or adverse events or injuries reported based on this event.